Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation; therefore, the devices could not be evaluated. Customer did not provide further information regarding their friends cue false negative results and did not state the friend contacted cue directly. No investigation could be completed due to lack of information. Cartridge sn, lot number, and reader sn were not provided.

Event description:
Customer reports four false negative results for two individuals using the cue covid-19 test for home and over the counter (otc) use. This MDR is to document false negative results for individual 2. See case - (B)(4) and case - (B)(4) for alternate false negative results. Customer stated on (B)(6) 2022 that their friend received a suspected negative result two days in a row with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, and reader sn unknown). Customer performed a rapid test the third day and obtained a positive result (brand of rapid test not provided). No further information available. It is unknown whether individual 2 reported these false negative results to cue independently. Date of testing not specified.